Event description:
It was reported through clinical trial that a subject experienced total occlusion of the vascular access circuit (thrombosed fistula) resulting in hospitalization and requiring percutaneous intervention and thrombolytics. Fistula was laced with alteplase and clot aspirated using the angiojet device. The entire fistula was then ballooned with renewed flow throughout the fistula. The event was considered resolved, not target lesion related, possible related to device, and not related to procedure.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.